Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's battery vented out, and the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing which without duplicating the report. External inspection found damage to the usb connection, the case and internal inspection found damage to the battery connections as well as the main board. The device was deemed not repairable. Analysis for reports of this type has not identified an increase in trend.